Event description:
Dexcom's international distributor contacted dexcom technical support on (B)(4) 2013 via email to report that upon removal of sensor on (B)(6) 2013 due to sensor failure, patient noticed no sensor wire on the underside of the sensor pod. No additional information was provided. Dexcom attempted to collect additional information from distributor, to no avail. Dexcom will provide additional information in a follow-up report should it become available.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.